Event description:
It was reported that six patients were revised due to unknown reasons. During revision, corrosion was noted.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540315001424. This report will be amended when our investigation is complete.